Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present, and when powered on it had a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a service indicator present, and when powered on it had a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the device powered on with a white display, but would not complete the boot-up process. Instead, it would go into a continuous reset (loop). Physio-control provided the customer with a quote for repairs, however, the customer declined further service. At the customer's request, physio-control then returned the device to the customer unrepaired. The cause of the reported issue could not be determined.